Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the reported event, several tests were performed. Magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient (approx. 60kg) underwent a premature ventricular tachycardia (pvc) / ventricular tachycardia idiopathic (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During an pvc/ventricular tachycardia idiopathic case, a cardiac tamponade/pericardial effusion was noticed. There was an impedance spike and a steam pop that was heard during ablation in the right ventral apical free wall. The cardiac tamponade/pericardial effusion was discovered when the patient blood pressure dropped and with ultrasound. The cardiac tamponade/pericardial effusion was confirmed by ultrasound. The physician continued ablating in the same area as the cardiac tamponade/pericardial effusion for 15 minutes after the issue was discovered. Medical intervention provided was a pericardiocentesis and one liter of blood was aspirated from the patient in a 20 minute period. Ultrasound displayed the cardiac tamponade/pericardial effusion as slowing down. The procedure was aborted. The patient is being monitored in the operating room to see if surgery is needed. It is unknown by the reporter if the patient required surgery. On 23-sep-2021, biosense webster inc. (Bwi) received additional information about the patient and the event. The patient is female in 40¿s with dual chamber implantable cardioverter defibrillators (ICD). It was reported the adverse event was discovered during use of biosense webster products. Intervention provided was pericardiocentesis and surgical repair of ventricle. The patient¿s outcome of the adverse event was reported as recovering from surgical repair of the ventricle. The patient required extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event was reported as a steam pop. The physician did not think there was a bwi product malfunction but unknown since the impedance cut off worked. No transseptal puncture was performed. Prior to noting the cardiac tamponade ablation was already performed. Irrigated catheter was used in standard sf flow settings 8, 15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Force visualization features used: graph, dashboard, vector & visitag, with the visitag module parameters for stability were used in range: 2, time: 3, force over time (fot) of 25/3 and tag size 2. No additional filter were used with the visitag. Color options used prospectively: impedance customer 0-10. The patient was under general anesthesia for the entire procedure 3-4 hours. No transseptal puncture was performed. The impedance cut-off value was exceeded and the system stop the ablation when the cut-off value was exceeded. Generator parameters were set to power control mode. It was also reported that the carto 3 system was displaying "error 1006, chest patch sensor error". The chest patch cable was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. This issue is not considered to be MDR reportable since this is highly detectable. In addition, the customer¿s reported impedance spike is not considered MDR reportable since the user-defined cut-off was exceeded and ablation was stopped. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.